Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia. Blood glucose level was 27 mmol/l. Customer was treated with insulin pen. Unknown if customer was using insulin pump within 48 hours of reported high blood glucose. Insulin pump will not be returned for analysis.